Manufacturer narrative:
Product complaint #: (B)(4). Additional information received indicates that this event does not meet reporting serious injury criteria. This event therefore is not reportable. Additional information was requested and the following was obtained: doctor / author reports: I would like to highlight that this paper was to highlight a radiological interpretation problem, nothing to do with your product and does not believe there is any product deficiency.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 11/29/2018. Additional information: article located: http://dx.doi.org/10.21037/qims.2018.09.04. Title : haemostatic material (surgicel®) mimicking residual tumour: magnetic resonance imaging findings in operated pediatric neuro-oncology cases author : serena staglianò, felice d¿arco, ai peng tan, owase jeelani, giovanni morana, kshitij mankad . Citation: quant imaging med surg. 2018; 8(9): 971-978. Doi: 10.21037/qims.2018.09.04

Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Reference: haemostatic material (surgicel®) mimicking residual tumour: magnetic resonance imaging findings in operated pediatric neuro-oncology cases. Author : serena staglianò, felice d¿arco, ai peng tan, owase jeelani, giovanni morana, kshitij mankad. Citation: quant imaging med surg. 2018; 8(9): 971-978. Doi: 10.21037/qims.2018.09.04.

Event description:
It was reported in a journal article entitled: haemostatic material (surgicel®) mimicking residual tumour: magnetic resonance imaging findings in operated pediatric neuro-oncology cases . The aim of this paper was to report three neuro-oncologic pediatric cases where the presence of surgicel (ethicon) in the surgical bed caused a diagnostic challenge and was initially misdiagnosed as tumor residuum/recurrence. Case 2, a (B)(6) old girl with large right sided posterior fossa mass with infiltrative pattern and invasion of adjacent structures, as well as extension through the right luschka foramen, suggestive of an ependymoma was presented. A surgical resection was performed and surgicel (ethicon) hemostatic agent was used during the procedure. During the follow-up MRI, a disease residuum was suspected and a second-look surgery was performed with histopathological finding of surgicel (ethicon) foreign material with associated granulomatous reaction. No evidence of residual disease on post-surgical MRI was observed. Additional information has been requested.